Event description:
IV nurse reported the set ballooned "above the blue mechanism that fits into the pump mechanism" (presumed to indicate the silicone segment). The set was attached to a patient but she does not have any patient information. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.